Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to patient discharge, this left ventricular (lv) lead was found to have pulled back slightly. The physician elected to reposition the lead and decided to utilize the originally implanted lv lead to maintain venous access. This lv lead was explanted, no longer in service, with a new lv lead implanted in place. No additional adverse patient effects were reported.